Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-22774. It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the right ventricular (rv) lead exhibited a rapid rise in pacing impedance, high capture threshold, and loss of capture. Additionally, a small insulation break was noted on the right atrial lead, which was repaired during the procedure. The rv lead was capped and replaced on (B)(6) 2020. There were no patient consequences.